Event description:
It was reported the patient's ipg failed to establish communication with external devices and patient lost therapy. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.